Event description:
It was reported that a homechoice device experienced an unknown alarm. It is unknown if the patient was connected and at which step of therapy this occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient will use manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2367 was identified during a review of the event history log. A sample evaluation was performed and the event history log review verified the system error 2367. A visual inspection and functional testing were performed on the device. The cause of the condition was determined to be the digital pcb. To correct the condition, the digital pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.